Event description:
Information was received that this smiths medical cadd solis vip pump failed volume testing. No reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found the reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the in-house specification of -3% and -6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.